Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.8, lab: 4.4. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.